Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported they have been having issues charging their implant for the past few months, since something like july. Patient stated they will charge the controller to 100% and the implant to 100% and when they unplug the recharger, the implanted neurostimulator (ins) will jump down to 80%. Patient stated they have tried charging the implant first to 100% and then the controller to 100% and stated the ins will jump from 100% to 80% when the ac power supply is disconnected. Patient stated this has been the case each time they have charged. Patient added they always charge with excellent quality. Patient added that when they first got the implant, they would charge every 3-4 days and now they are charging every other day; patient reported no changes to therapy settings in that time. Patient spoke with a manufacturer representative (rep) about the issue a couple months ago, something like july, and was told to just keep trying and patient reported the rep has since left the manufacturer. Patient spoke to a different rep yesterday and was instructed to call patient services possibly for a new recharger. Agent had patient reset controller and inspect equipment for damage; patient did not see any visible damage to recharger, controller port, controller battery compartment pins, or battery pack. The issue was not resolved.agent advised patient to call back if the issue is not resolved with the recharger replacement. A replacement recharger (rtm) was sent out.

Event description:
Patient reported it was unknown what the cause of the issue was, patient said that they were sent a new recharge and that seemed to resolve the issue.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.